Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 14.3-14.4cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 38.3-38.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location. (B)(4).